Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the unicel dxc 800 pro synchron clinical systems has a slow leak from the fitting between the valve and the wash concentrate bottle. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) replaced the leaking valve.